Event description:
During a anterior cruciate ligament reconstruction, the device was loaded with sutures and implanted into the bone as a backup tibial fixation. It was reported that after tensioning the sutures, the surgeon turned the knob clockwise to lock the suture into the implant, however the knob was spinning freely and it appeared as if the inner core was not locking the suture. The audible clicks were never heard. The implant was left in the patient. The implant was left in the bone and no other implants were used. The surgeon used a 4.5 spade drill was used to prep the bone. It was confirmed that nothing was removed from the patient. There was no evidence of loose bodies after the anchor was deployed. It was reported the whipstitched sutures from the graft tail remained in the footprint, it is unclear whether they were locked in the device or not. Since the surgeon was using this as a backup tibial fixation, another implant was not used. He used mitek intrafix for the primary tibial fixation.

Manufacturer narrative:
One 4.5 footprint ultra peak suture anchor inserter was returned for evaluation. Anchor was not returned; as a result reported issue of locking plug failure cannot be confirmed. The device was visually evaluated and no issues were identified. The device was functionally tested via rotation of the torque limiter knob. The knob was identified to rotate freely, indicating that the inserter shaft had disengaged from the inner threads. The inner shaft was rethreaded and functionally tested with no issues. Per the IFU ¿warning: rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint.¿ it also should be noted that the device was used in anterior cruciate ligament repair however the device is not indicated for that use. No further action is required. (B)(4).